Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that the programmer had a popping sound when it turned on and it had smoke. This programmer will be returned for analysis. No reported patient involvement.